Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. (B)(4). Report received from the united states of pt identifier: (B)(6), becoming symptomatic within the first 15 minutes of a mononuclear (mnc) stem cell apheresis procedure started at 1050 and stopped at 1543. It was the donor's second heterologous donation. This report is being made due to medical intervention for the donor reaction.

Manufacturer narrative:
(B)(4). This disposable set was unavailable for investigation (lot number was unk). Trends suggest that the event reported is random and isolated to this customer on a general basis, as spectra pt reactions have been reported at a rate of (B)(4). The donor elected to have a central line inserted for the procedure; therefore, the donor was nothing my mouth (npo) after midnight on morning of (B)(6) 2009. As the donor had not eaten prior to the procedure, she received 500 ml normal saline bolus prior to the procedure. The donor complained of nausea, became pale and had discomfort in her stomach. She received calcium gluconate twice (1 gm in 50 ml d5w) intravenously (IV) and compazine, 10 mg intravenously. The pt woke up and complained of nausea and vomiting. The donor reportedly vomited. It was reported that "all labs were normal." The donor recovered with no sequelae. The cobe spectra essentials guide states; "caution: the cobe spectra system has many safety features. A donor and/or pt reaction can occur rapidly, however, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or pt." "Adverse effects - be aware of possible donor or pt reactions during apheresis procedures." Conclusion: known potential side effect of procedure.